Event description:
It was reported, "upon opening the outer packaging of the implant it was noticed that the inner packet was slightly opened. The implant was then subsequently chosen not to be used for fear of contamination."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.